Manufacturer narrative:
Product ID 3889-28, lot# v013942, implanted: 2007 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3031a, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The consumer reported that the device was not working and had not worked well for the patient. The patient was not interested in seeing their health care provider (hcp) about the device. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.